Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Previous investigation has determined that the root cause of this failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to twist before fracture of the screw. The driver can still fracture, if torque continues to be applied, but this happens only after the driver first twists. A communication was sent to the field with additional tips on how to properly use the drivers. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Medical product-t7 driver catalog#:110018531 lot#:unk. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07169.

Event description:
It is reported that during a procedure, that two cannulated screwdrivers twisted when the screw was being inserted. Another driver was utilized to complete the procedure. No patient consequences were reported as a result of the malfunction. No other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of pictures and visual analysis. Device was returned for analysis. The tips of both screwdrivers that were returned were twisted. A review of the certificate of conformance for pn 110018531 ln 14090a indicates the product was manufactured conforming to material, hardness, and design specifications. A review of the certificate of conformance for pn 110018531 ln 14090e indicates the product was manufactured conforming to material, hardness, and design specifications. The root cause of this failure remains unchanged with receipt of product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.